Event description:
It was reported that the patient was experiencing left pectoral shoulder and arm stimulation from the left ventricular (lv) lead and that thresholds could not be obtained. The lead was turned off and remains in the patient. The patient is a participant in the (B)(6) clinical study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.